Event description:
On 11/mar/2024, the point-of-contact (poc) for this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) contacted fresenius customer support for assistance terminating the patient¿s treatment. The poc stated the patient was being taken to the emergency room, however no further detail was provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient was taken to the ER due to cardiac related issues, but no further details were provided. The pdrn attributed causality to the patient¿s extensive cardiac history. Per the pdrn, the events were unrelated to pd therapy or any fresenius product(s) and/or device(s) deficiency or malfunction. As of (B)(6) 2024 the patient remains hospitalized and continues to undergo ccpd therapy. The pdrn reported the patient is recovering from the events.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: based on the available information, the patient¿s liberty select cycler can be disassociated from having a causal or contributory role in the adverse events experienced by the patient. There is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a fresenius device(s) and/or product(s) occurred warranting further investigation. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations or manufacturers¿ specifications.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2024, the point-of-contact (poc) for this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) contacted fresenius customer support for assistance terminating the patient¿s treatment. The poc stated the patient was being taken to the emergency room, however no further detail was provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient was taken to the ER due to cardiac related issues, but no further details were provided. The pdrn attributed causality to the patient¿s extensive cardiac history. Per the pdrn, the events were unrelated to pd therapy or any fresenius product(s) and/or device(s) deficiency or malfunction. As of 18/mar/2024 the patient remains hospitalized and continues to undergo ccpd therapy. The pdrn reported the patient is recovering from the events.